Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. There was also declining pace impedance measurements. The lead remains in service at this time and is scheduled to be explanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. There was also declining pace impedance measurements. The lead remains in service at this time and is scheduled to be explanted. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to the previously mentioned issues as well as asystole greater than 2 seconds. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.